Event description:
During a patient transfer from a bed to a wheelchair using a maxi twin passive floor lift operated by two staff members, one of the sling clips detached. As a result, the patient slipped and struck her head against the front wheel of the lift. The event led to a laceration behind the left side of the patient's neck and subcutaneous bleeding on her left elbow. Immediate first aid was administered, including the application of ice to the injured areas in accordance with standard practice. Vital signs were checked and found to be within normal limits. An ambulance was called, and the patient was transported to the hospital for further evaluation. On (B)(6) 2025, arjo was informed that the patient died in the hospital. At this time, there is no confirmation that there is any direct link between the fall and the death. There was no deficiency identified on the system (maxi twin used with a sling), it met their specification.

Manufacturer narrative:
The device was manufactured before UDI implementation and UDI is not available.